Manufacturer narrative:
(B)(4). The customer reported the device had an (asp-failure). This was later clarified by the field service engineer as a failure to turn on. No pt involvement was reported. A philips fse evaluated the device and verified the failure. The issue was determined to be a failure of the energy select switch. The energy select switch was replaced to resolve the issue. The device passed all testing and remained at the customer's site.

Event description:
The customer reported the device had an (asp-failure). This was later clarified by the field service engineer as a failure to turn on. No pt involvement was reported.